Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.25mm wolverine coronary cutting balloon monorail was selected for use. During first inflation, it was noted that the balloon ruptured at 6atm. The device was removed without any problem using the normal method. The procedure was completed with the use of another of the same device. No patient complications were reported and the patient status was good post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).